Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported the device powers on but nothing is showing on the display. There was no report of pt involvement.